Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while the spring wire guide (swg) was being removed, it was observed that the coil was completely damaged. As a result, a new set was opened and successfully placed in the pt. Additional info was received on 09/21/2010 stating that the swg did unravel; however, but still intact. The tip on the end of the swg can be observed. There were no pt complications or delay in therapy reported. No intervention required.